Event description:
An endurant ii stent graft was attempted for treatment of a 6-7 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with a pre-operative rupture. It was reported that an 16x16x124 could not be flushed prior to use. It seemed to have an obstruction. The device was not used in the patient. Another endurant was used to successfully to treat the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (pre-operative rupture).